Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo n.v (under registration #3004468271). As of 2011, that number was de-activated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of arjo limited med ab and any medwatch reports were submitted under registration #1000381138. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a limited number of cases with similar fault description (broken steel cable), which were found to be events mainly related to use errors including maintenance not being correctly performed, as per the device labeling. From received information it is known that the steel rope snapped. The investigated device was most likely produced in the time period between years 1976 and 1983 and has passed its expected operational lifetime with 23 years over that lifetime. This pool lift was not under arjo service contract; there is no sign that maintenance service has been ever performed excepting painting. The instruction for use (operating and product care instructions dx10380.gb issue 3 from october 2002 - the earliest available document) is attached with each device and presents the obligation of the product care: "the expected operational life of your arjo lifter is 10 (ten) years from the date of manufacture, providing the following conditions are adhered to: the unit is cared for and serviced in accordance with recommended, published "operating and product care instructions" and the "preventive maintenance schedule". The unit is maintained to the minimum requirements as published in the "preventive maintenance schedule". The servicing and product care, in accordance with arjo requirements, must begin on first use of the unit by the customer." The equipment is subject to wear and tear, and recommended maintenance instructions must be performed when specified to ensure that the equipment remains within its original manufacturing specification. List of recommended steps can be found in product instruction for use (operating and product care instructions dx10380.gb issue 3 from october 2002) and in preventive maintenance schedule (dx10500.gb/int issue 1 from february 2001, the earliest available document). In accordance to product documentation user is obliged to check: "weekly with the seat in the fully lowered position, visually examine the exposed lifting cable within the mast for any signs of damage. If the lifting cable is damaged in any way the pool-lift must not be used until the lifting cable is replaced. Make sure all external fittings are secure and all screws and nuts are tight. Fully raise and lower the seat using the winding handle to check for full and satisfactory movement. Every 6 months visually inspect the wire rope assembly for signs of corrosion, fraying and wear etc by removing the cover from the housing. Once removed, visually inspect the rope whilst operating the winding handle to raise and lower the hoist. Replace if necessary. [...] Perform a load test to the safe working load (swl). Every 2 years replace the wire rope and drum assembly regardless of appearance." The steel cable is a critical, weight-bearing component and its snapping during use could lead to the patient's fall. Due to the fact that exact circumstances of the incident are unknown, the complaint was decided to be reportable in abundance of caution. The received information and our evaluation as described above are showing that if pool lift's maintenance was followed in accordance to IFU and the cable was replaced as per preventive maintenance schedule, there would be no patient or caregiver at risk. It will be recommended to the customer to be vigilant with regards to any issues with the device and to consider excluding this device from use. The device failed to meet its specifications; it is unknown if it was being used for patient handling at the time of the event and if it played a role in the incident.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo n.v (under registration #3004468271). As of 2011, that number was de-activated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of arjo limited med ab and any medwatch reports were submitted under registration #1000381138. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh has been informed about a customer complaint for mk1 pool lift. Customer reported they had a pool lift that the cable had broken on, winding handle spinning. Also after raising with weight unit would lower on its own occasionally. Exact circumstances of breaking the cable are not known. The customer stated that there are many people working at the pool and they did not know who was around when it broke or even when it broke. There is no indication of any injury. The cable was thrown out at time of replacement. There was not a photo taken.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo n.v (under registration #3004468271). As of 2011, that number was de-activated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of arjo limited med ab and any medwatch reports were submitted under registration #1000381138. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusion of the manufacturer's investigation. - attachment: [cover letter.pdf]

Event description:
Arjohuntleigh has been informed about a customer complaint for mk1 pool lift. Customer reported they had a pool lift that the cable had broken on, winding handle spinning. Also after raising with weight unit would lower on its own occasionally. Exact circumstances of breaking the cable are not known. The customer stated that there are many people working at the pool and they did not know who was around when it broke or even when it broke. There is no indication of any injury. The cable was thrown out at time of replacement. There was not a photo taken. Additional information was provided by the service technician on 11/24/2016. It was reported that arjohuntleigh technician was informed by the construction company to come and repair the lift on 2016-06-15. He was not notified that the wire cable had actually snapped until august. The construction company representative has no knowledge of any injuries, or as to who should be asked about it. The lift was found broken one day, and nobody reported as to how it happened. The lift was examined after event and found to be in good condition for such an old device. It looked like it had been re-painted, but it was structurally sound. The wire was broken in two.